Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The patient's symptom was oozing at the implant site. The physician believes the infection is not device or procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.